Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was submitted to biomedical department for alarms after power up with display of low minute volume message. The customer reported that the device was in clinical use at the time the reported issue was discovered; however, there was no patient harm.

Manufacturer narrative:
The battery was sent to a third party to be refurbished and was returned and placed into the system. The system was returned to service. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: no parts will be returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
The battery was sent to a third party to be refurbished and was returned and placed into the system. The system was returned to service. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: no parts will be returned to failure investigation; therefore, the root cause of the reported issue could not be determined.